Manufacturer narrative:
The event occurred in china. It was reported that the flow rate was not displayed on the rotaflow console during use. The customer immediately replaced the device and the hand crank was used. No harm to any person has been reported. Due to the medical intervention a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-05-20 the device was working as intended after restart. No parts have been replaced. Based on the investigation results the reported failure could not be confirmed. However, the failure mode "flow rate cannot be displayed" can be linked to the following most possible root causes according to the rotaflow risk management file: - wrong intervention limits - application of contrast agents - zero flow calibration failed - incorrect flow measurement - dried contact gel - user forgot renewing contact gel. A review of non-conformities was performed on 2025-05-21 and during the time from 2018-01-10 to 2025-05-19 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2018-01-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the flow rate was not displayed on the rotaflow console during use. The customer immediately replaced the device and the hand crank was used. The device was restarted and was working as intended. No harm to any person has been reported. Due to the medical intervention a report is required. Complaint ID: (B)(4).